Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon was able to press the green button, but was not able to squeeze the handle, the spring of the handle broke and the stapler was not able to fire. A new device was used to complete the case. There was no patient injury.